Manufacturer narrative:
This report is submitted july 9, 2020.

Manufacturer narrative:
This report is submitted on 11 june 2020.

Event description:
It was reported that the device was explanted (date not reported) due to pain and non-auditory sensations. Additional information was requested but not made available as of the date of this report.